Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-13067. It was reported that lead migration issue was observed and patient experienced ineffective therapy as a result. The leads were explanted, and new leads were implanted. Effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.